Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a possible problem with computer when boot up. No patient was present at the time of the event. It was reported that the computer was sometimes usable and sometimes it was not. It was reported that it had frozen images. After the hospital engineers had disconnected and reconnected all the cables inside the system, it didn't freeze but the physician reported that the image was not accurate. It was reported that the system and computer turned on. It was suspected that the computer was damaged. It was noted that the issue had not been resolved. It was advised to order a new computer because of the frozen system issue.

Manufacturer narrative:
The serial number of the computer (B)(4) rollingstone s7 was received. The serial number is (B)(4)0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the inaccuracy was noticed during a planned maintenance (pm) and there was no patient involved. The cause of the inaccuracy was the removal of the microscope bracket from the microscope during microscope service. The manufacturer representative was not notified to recalibrate the bracket before this visit.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the alleged inaccuracy occurred when the microscope was being navigated and was reported to be approximately one centimeter. It was reported that it was possible to measure the inaccuracy by making a target with the passive probe and by focusing the microscope on the target. Repair had been performed on the microscope and the bracket and had been removed. Two images of the reported issue have been received. However, analysis has not been completed.